Manufacturer narrative:
Concomitant medical devices: addr01 ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing. The leads remain in use. No patient complications have been reported as a result of this event.